Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, displacement test and delivery accuracy test. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that his wife was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose level of over 400 mg/dl. Customer was giving herself a bolus and received a no delivery alarm. Customer was wearing the insulin pump at the time of hospitalization. The customer was treated through intravenous and manual injections. The customer declined troubleshooting for no delivery and high blood glucose. The insulin pump will be returned for analysis.